Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a time clock anomaly. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump programmed with the current standard time and date and monitored for several days; the standard time and date functioned properly and no unexpected pump time change to military time during our testing. No unexpected pump resetting during our testing. The insulin pump passed the a21 error test. However, the insulin pump was received with minor scratched lcd window.